Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain 103 (night drain cycle three) alarm. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2014 at 08:17:31. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the homechoice was completed. The high drain alarm was verified in an event history log review. The returned homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. No abnormalities were identified during internal/external inspections. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The cause of the high drain alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.